Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that intraoperatively the instrument´s inner spring fractured into two or more parts. No adverse patient consequences, no surgical delay. Surgery was completed successfully, no fragment entered surgical area.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Examination of the returned device confirms the breakage of the blue button and spring. The overall condition of the device indicated heavy usage. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device 230783000 /2403865 number, and no non-conformances / manufacturing irregularities were identified. Device history review: a DHR review was performed: 1) quantity manufactured: (B)(4). 2) date of manufacture: 25th july 2007. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: n/a (it¿s a non sterile part). 5) IFU reference: w90945.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.